Event description:
Hcp reported a pump rotor test was done that indicated a questionably stalled rotor. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.